Event description:
It was reported that the device had error on screen "no disposable pump, won't run" alarm two tone continuously. There unknown patient involvement.

Manufacturer narrative:
E: full facility address; (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, and a defective downstream occlusion (dso) sensor was found. The customer's problem was replicated. The cause of the problem was a defective dso sensor. Customer rejected the repair quote and requested the unit to be scrapped.